Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to vaginal prolapse, urinary retention, bladder overflow, rectocele, cystocele and stress urinary incontinence. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was also reported that patient underwent a gynecological procedure on (B)(6) 2013 - robotic laparoscopic pelvic, abdominal lysis of adhesions and cystoscopy. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.